Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient obtained the blood glucose reading of 310 mg/dl and experienced the symptoms of increased thirst, frequent urination and nausea. The patient reported that on (B)(6) 2012 at 11:19 pm and on (B)(6) 2012 at 5:53 am the pump gave a call service alarm. The patient noted that after he cleared the alarms, he was able to give himself a bolus dose of insulin via the pump. His subsequent blood glucose reading was decreased to within his target range of 80 mg/dl to 120 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed all pump settings, basal setting and date/time were correct, and that there had been no misuse of the product. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump alarm issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release..

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Multiple call service 088 alarms were found in the pump history. During testing, the flow accuracy test was unable to be performed due to recurring call service alarms. The pump was opened and found that the clock signal was not reaching the pins for the pump function verification circuit resulting in multiple call service alarms. No delivery related defects were found during testing.